Event description:
The recipient reportedly experienced a skin flap infection. The recipient underwent skin flap surgery on (B)(6) 2016. The recipient's infection recurred and the device was explanted. The recipient's infection resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details are not available. The external visual inspection revealed the electrode was severed near the fantail and cut silicone overmold was observed on the top cover prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient underwent treatment followed by skin flap surgery on (B)(6) 2016. The recipient's infection recurred and the device was explanted. The recipient's infection resolved.

Manufacturer narrative:
The recipient reportedly experienced device extrusion. The recipient presented with discharge.